Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis (pd) cassette leaked from an unspecified location of the patient line. This was observed during priming. There were no visible cuts or holes noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.